Event description:
Customer reported that the pt had to be recannulated due to the tube deflating during use. This report is associated to the second occurrence reported on MFR # 2936999-2014-00017.

Manufacturer narrative:
(B)(4). Investigation is ongoing.